Manufacturer narrative:
Product event summary: an image file and the 990063-020 mapping catheter with lot number 228859456 was returned and analyzed. The image showed a mapping catheter identified by lot number 228859456 and expiration date 2026-05-10 with a shaft that appeared kinked. Visual inspection showed the loop and pebax tubing were intact with no apparent issues or damage. Visual inspection showed the electrodes were intact with no apparent issues; all electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection showed the shaft was broken approximately 1.71 inches from the lemo connector. No electrocardiogram (ECG) signal wires were broken. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the reported issue of a shaft kink was observed in the image file and the mapping catheter did not pass returned product inspection due to a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was found to be kinked and broken, rendering it unusable. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.